Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed that rebooting the system resolved the error. The system has been used successfully since. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that when turning the imaging system on prior to a spinal fusion procedure, the pendant displayed, "error initializing collimator". The representative rebooted the image acquisition system (ias) and the error resolved. The system was used for the case, and was brought out of the room and turned off before deciding to use it for another spin. The site turned it on again, and it gave the same error message again. The site rebooted the ias again and it worked normally. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.